Manufacturer narrative:
UDI#: (B)(4). Product evaluation: failure analysis for fiber 0010-2400-628a-2034: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The 145,86s joules and 21:47 minutes were expended on the failed fiber. The tip of the failed fiber was not cleaned during the procedure.

Manufacturer narrative:
Event description updated.

Event description:
The 145,862 joules were expended on the failed fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure "laser firing through end" was observed. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "ok".